Event description:
A patient has a spinal implant that had become disengaged and it was necessary to remove the implant and replace it. The patient requested and received possession of the original implant mechanism.